Event description:
It was reported that the device was not detecting the breathing at all times. No patient involvement was reported.

Event description:
Additional information was received indicating the date of event, and clarifying that the event occurred during testing and not with a patient.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no apparent physical damages. Functional testing found the led for breath detect was intermittent. The root cause of the reported issue was found to be a faulty piezo sensor. Replaced MRI battery, sintered filter, o ring washer, and o rings. Replaced faulty non-return valve (nrv) assembly and illegible serial number label. Device passed all functional testing.